Event description:
It was reported that the device had a power on reset where device parameters were changed. Patient is currently undergoing radiation therapy for cancer. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data from the device showed that on (B) (6) 2010 at 14:20:15, the device recorded a critical ram parity error por (power on reset).